Event description:
It was reported that at the implant procedure, the appearance of a 0.5 cm portion of the lead's defibrillation coil seemed abnormal. The lead was not implanted and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. It was also noted that the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.